Event description:
On (B)(6) 2013, it was reported that, since implant, this vns patient was ¿not right, grumpy, acts like what the hell is going on.¿ the patient was awake for one to three hours each night with restless legs. Clinic notes dated (B)(6) 2013 were received on (B)(4) 2013 indicating that this vns patient had a past medical history of obstructive sleep apnea and hypopnea and was on pap therapy. The patient had also had multiple deep venous thrombi in the left neck, upper chest, and left upper extremity. Device settings were provided. Follow-up with the medical provider showed that no additional information available.